Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the battery depleted from 100% to 40% within one day. The customer's blood glucose level was not impacted. Review of the pump data logs by tandem technical support showed the battery depleted 20% in 4 hours. Reportedly the customer would continue to use the pump for insulin therapy.